Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. To resolve the issue the customer changed the infusion set and cartridge before resuming insulin.